Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 4.5 x 8 mm nc trek was inflated for post-dilatation of the target lesion. The balloon was inflated two times; one time to 12 atmospheres (atm), and a second time to 14 atm. Attempts were made to deflate the balloon; however, the balloon could not be deflated. No additional intervention was performed to deflate the balloon, and the dilatation catheter was removed with the balloon inflated. Difficulty was noted during removal and the nc trek and guide catheter were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it is based on operational circumstances. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device (returned separated). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported separation and difficulty removing the device appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, the device was returned. Returned device analysis noted that the hypotube was separated and the outer memeber was stretched. Additional information was received from the site, indicating that the physician was unaware of the device separation, but feels it might have occurred during removal of the device. No additional information was provided.